Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any the bard device may have caused or contributed to the event alleged. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no surgical intervention has taken place; the mesh remains implanted. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported by the pt: (B)(6)1989 - pt alleges the implant's a non-bard plug mesh for the repair of a right inguinal hernia. On (B)(6) 1991 - pt alleges the implant of an unidentified "marlex mesh" for the repair of a left inguinal hernia. On (B)(6) 2003 - pt alleges the implant of a bard perfix plug for the repair of a recurrent right inguinal hernia. On (B)(6)2010 - pt alleges that while working he felt, a sudden pain in the right groin area. He alleges that his doctors have told him he does not need surgery and he also alleges that he has had numerous CT scans that do not indicate a recurrence. He states that he is being treated by a pain specialist and takes numerous pain medications daily. He alleges that he is unable to sit, stand or walk for extended periods, that he has radiating pain in his belt line, and numerous down his right thigh.